Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was kinked at the shaft part. Although the user attempted to insert the catheter into the patient body, he/she failed due to the kink.

Manufacturer narrative:
The reported issue was confirmed, however, the cause is unknown. Evaluation of the device confirmed that there was a kink on the shaft of the catheter. However, the catheter could still be inflated and deflated without any difficulty. The exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (clamp with forcep /incorrect finish assembly/operator's handling method). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter"

Event description:
It was reported that the catheter was kinked at the shaft part. Although the user attempted to insert the catheter into the patient body, he/she failed due to the kink.